Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced past blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via correction bolus. Reportedly, the customer is reusing residual insulin in cartridges. Tandem technical support advised the customer this is off label.